Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the formula was backing up into tubing. They stated that the administration set was correctly placed, but did not provide any additional information. Mmdg made multiple attempts to follow up and obtain additional information, but those attempts were not successful. (B)(4).